Manufacturer narrative:
The field service engineer (fse) noted a loose sipper nozzle locking screw and an issue with the sample probe washing position. The fse replaced all electrodes, the sample probe, the sipper nozzle, and the bulk reagents. All probes were adjusted and the sample probe at the rinse station was adjusted. The ise flow path and vacuum nozzle were cleaned. The diluent and internal standard discharge positions were adjusted. Ise checks x 20 were acceptable. Calibration and qc were acceptable. Precision testing was performed with results within specification. The service actions resolved the issue.

Manufacturer narrative:
No electrode lot numbers with expiration dates were provided.

Event description:
The initial reporter questioned the results for multiple patient samples tested on a cobas pro ise analytical unit. The customer alleged that the results for 60 patient samples required corrected reports. The following are examples of discrepant results for 5 patient samples. Patient 1 initial sodium (na) result was 140.0 mmol/l. The repeat result was 128.4 mmol/l. The initial potassium (k) result was 4.14 mmol/l. The repeat result was 3.65 mmol/l. Patient 2 initial k result was 4.30 mmol/l. The repeat result was 3.87 mmol/l. The initial na result was 135.7 mmol/l. The repeat result was 124.0 mmol/l. Patient 3 initial na result was 139.3 mmol/l. The repeat result was 127.7 mmol/l. On (B)(6) 2024 a new sample was obtained and the na result was 138 mmol/l. Patient 4 initial k result was 4.74 mmol/l. The repeat result was 4.31 mmol/l. The initial na result was 140.9 mmol/l. The repeat result was 128.6 mmol/l. On (B)(6) 2024 a new sample was obtained and the k result was 3.2 mmol/l and the na result was 138 mmol/l. Patient 5 initial na result was 141.1 mmol/l. The repeat result was 130.0 mmol/l. On (B)(6) 2024 a new sample was obtained and the na result was 142 mmol/l.